Event description:
The hcp reported that the pt was experiencing decreased effectiveness and required increased doses. The device was implanted for 86 months. An indium dye study revealed the dye intrathecal; the pump was replaced. The pump contained dilaudid and clonidine. The device was part of a device recall.

Manufacturer narrative:
H6 - final device analysis reveals no anomaly found - normal device function.